Event description:
It was reported that during a surgery for a hip fracture/implantation of dhs plate. A coupling screw and wrench were used to insert lag screws and place plate. When the wrench and coupling screw were removed it was noted that the coupling screw was bent and that wrench was broken off. It was confirmed via x-ray that there were no parts left in the patient. There was no surgical delay or patient harm. The procedure was completed successfully. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that the DHR was reviewed and rework was found on p/n 338.302, lot #a4-f-0451, for 1 part has wrong etch. The part was reworked, inspected and passed. This rework is not relevant to the complaint condition because the issue is visual. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.